Event description:
It was reported that adequate mapping parameters could not be found during the initial implant procedure of a right atrial (ra) leadless pacemaker (lp). The lp was replaced and implant was successful. Patient was stable with no consequences.

Manufacturer narrative:
Reported event of unable to implant was not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to implant problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.